Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system intermittently failed to properly display a usable live image. The system was removed from pt care usage. No pt or user injury was reported.